Event description:
The foam tip plunger overrode the lens causing it to tear upon insertion into the eye. The lens was removed without enlarging the incision, but required a suture to close the wound. The cause of the lens tear was due to the surgeon having a late override and did not let up on the plunger when delivering the lens. The injector model that was used was an onyx-p, lot number 1199281 and the cartridge model that was used was an onyx cartridge fp, lot number 1198307.